Manufacturer narrative:
The catheter (B)(4) was returned for analysis. Catheter analysis found no significant anomaly with the catheter. The catheter (B)(4) was returned for analysis. Catheter analysis found no significant anomaly with the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 475.7 mcg/day. It was reported a catheter event had been confirmed. The representative reported there was an issue with the catheter, so the hcp had performed a catheter dye study. The representative stated the results from the catheter dye study were not good, so the hcp decided to replace the catheter. The representative stated she was in the operating room at that time, and the reason for the call was the representative wanted to know what to use as a priming bolus. The representative stated she was not sure what happened to the catheter. The representative stated once they replaced the catheter there was good cerebrospinal fluid (csf) backflow. The issue was diagnosed using a dye study and revision. There were no patient symptoms reported. The representative was going to follow-up with the hcp. The representative stated the hcp had notified her of the issue. Additional information received from the manufacturer representative on 2017-jan-31 reported they had no further information on any results or patient symptoms. They were never made aware of any issues, or of a catheter dye study being performed until they found out about the procedure. The catheter was replaced at the time of the procedure on (B)(6) 2017.

Manufacturer narrative:
The other relevant components include: product ID 8782 serial# (B)(4) implanted: (B)(4)2015 explanted: (B)(4)2017 product type catheter product ID 8780 serial# (B)(4) implanted: (B)(4)2015 explanted: (B)(4)2017 product type catheter. Of note, only the catheters were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) has been replaced with device codes (B)(4). Device codes (B)(4) are applicable for both catheters. Code

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(4)2017. Both an 8782 model catheter and 8780 model catheter were returned for analysis on (B)(6)2017. It was indicated the patient had been receiving 2,000.0 mcg/ml of gablofen at a dose of 96.0 mcg/day. The patient was not in a clinical study. The date of the event was provided as (B)(6) 2017. It was indicated the device had been used with/in the patient, for treatment, and there was no death reported. It was also indicated there was no patient injury. The reason for catheter removal was provided as a "break, tear, hole," and "occlusion." It was indicated there had not been a rotor study or dye study performed (of note, this is conflicting information as it had previously been reported by the hcp that the issue was diagnosed using a dye study). No further complications were expected/anticipated.